Event description:
The device had obvious burns near connections for the base and meter. The device is cleaned with 10% bleach solution and the caller said it was very possible moisture was in the base. No injuries alleged. The device was replaced and requested to be returned for eval.